Event description:
Orig surg: 98. 65 year old. Allegedly 6 mths post-op pt had wrist pain and swelling. Crepitus. Allegedly x-rays showed slight sub-luxation of trapezial implant. Dx - synovitis first carpo-metacarpal joint right wrist. At revision surgery implant allegedly was found to be fractured at the base of the peg and eroded onto the surface of the implant.